Event description:
It was reported that the patient presented for an in-clinic follow-up. Diagnostic imaging was performed and revealed a dislodgement of the left ventricular (lv) lead. The lead was explanted and replaced. The patient was in stable condition.